Manufacturer narrative:
The received information from the field, indicated a possible migration of the implant housing. A revision surgery was carried out and the device was reportedly properly repositioned. No further issues are reported. The device remains implanted and in use. This is a combined initial and final report.

Event description:
The user complained of not hearing with the processor/implant and has been referred to the clinic to obtain diagnostic images. It was initially considered to perform a repositioning surgery of the implant. A follow-up visit with the audiologist has been performed on (B)(6)2024 to confirm if all 12 channels have auditory perception. When the user walked in, the audio processor coil base part was placed right against/next to the sonnet 2 cpu, which is not the original placement. They removed the processor from the head and troubleshooted the coil base part and magnet. When the coil was placed back on to the head, after 5 minutes of troubleshooting, the internal magnet was back in the original position. The placement of the coil is now back to the original placement. The surgeon was informed of this, and he suggested strapping for 2 weeks and doing a sonar after 2 weeks to check seroma. However, this seem snot o have solved the issue and a reposition surgery on 14-nov-2024 was carried out with no complaints since.